Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was suspected to not be functioning as normal and transmission of the device noted there was possible far field r-wave (ffrw) oversensing from the right atrial (ra) lead. The device and lead are still in use. No patient complications have been reported as a result of this event.